Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and a pigtail catheter was inserted into it. While the catheter was in the laa a thrombus was noted. The physician gave the patient more heparin to resolve the thrombus, but this was unsuccessful. The pigtail catheter was removed from the laa while the was was simultaneously being aspirated. The pigtail catheter was then completely removed from the patient where it was flushed and wiped. The was remained in the laa and it was confirmed there was no thrombus present on it. The pigtail was reintroduced into the patient and the procedure was continued. The procedure was then completed successfully with the closure device being implanted in the laa of the patient. There were no changes in the patients status during the procedure. The patient remained stable and was doing fine following these events. The patient has since been discharged from the hospital.